Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. Device passed the selftest and no unable to exit training mode due to bad battery error alarms noted. Device had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone all that the insulin pump has been alarming unable to exit training mode due to bad battery for the past couple of weeks and it also has a partial display. The screen has 5 or 6 lines that cannot be seen. The device was not dropped or bumped. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.